Event description:
Customer reported three false positive results when using the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results. See related cases for alternate false positive results. Customer received a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 22063l, reader sn (B)(4). Four repeat cue covid-19 tests performed on the same day provided negative results. Customer tested negative with a binaxnow antigen test and sars-cov-2 pcr test on (B)(6)2022. Customer had no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.